Event description:
It was reported the patient's intrathecal drug delivery system was removed due to infection. No patient symptoms or outcome were reported. Additional information has been requested but was not available on the date of this report.